Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for low impedance. It was also noted that the implantable pulse generator (ipg) had a sensing issue. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.